Event description:
It was reported that the system 9800 would not initialize creating delay. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Diagnostic monitor found no cpu output. Reset cpu and reloaded cmos memory. System successfully initialized numerous times. System was placed back into service.